Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was in use for three years. Due to local rules, the controller was exchanged. The new controller began alarming with a low voltage advisory, replace system controller, and communication fault alarm. The team checked all the connections and the emergency backup battery (ebb). The team decided to exchange their controller again.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported replace system controller and low voltage alarms via the submitted log files and during testing. The user needed a system controller exchange due to local regulations. The new system controller (B)(6) was powered on, the yellow wrench alarm activated, and the controller indicated a replace system controller alarm (triggered by f21, a vcc internal controller fault) as well as low voltage alarms on 27jun2024. These alarms are seen every few seconds within the log file with a lower bus voltage but would self-resolve. The controller was connected to a mock loop and was able to support the pump at the desired set speed despite the alarms activating. The controller was then opened for further investigation of the main pcb, it was found that component u27 was the component periodically failing. The vcc supplied by u27 while the alarm was active was ~3.5v which would trigger the vcc fault f21 as it is out of the desired range (heartmate 3 controller srs, rev. K). Vcc is the main voltage used to power multiple components in the device, so having vcc out of the operational range leads to the variable operation of multiple aspects for the system controller including communication and power. The root cause of the reported event was due to component failure of u27 on the main pcb. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including controller fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.